Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received\ product code: which size? 22cm/42cm/60cm? N/a. Lot/batch/exp: was the product being used in a clinical trial? No. Did the event happen during a procedure? No. Were you in the procedure at the time of the event? N/a. Event outcome/how was it managed? Rashes persist, now patient is awaiting for dermatology review for further management plan. Patient required regular review of surgical wounds to monitor progress. Patient underwent diagnostic skin biopsy under local anaesthetic procedure. Was there any consequence to the patient due to the event? No significant harm to patient, but patient had to undergo further surgical diagnostic procedure for the persistent skin reaction. It had made recovery for this patient more stressful and worried. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay no. Has the reporter facility indicated there may be legal action? Not known. Is the product available for return? No. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. On what date post op was prineo removed or sloughed off? Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? What is the current status of the patient?

Event description:
It was reported a patient underwent a breast reconstruction procedure on (B)(6) 2020 and topical skin adhesive was used. On (B)(6) 2021 patient had patchy red rashes over her breast flap. Patient was given prophylaxis antibiotic. Rash did not settle, 2 courses of antibiotics. Spread to breast and abdomen. Skin biopsy was performed under local anaesthetic for diagnosis on (B)(6) 2021. Additional information has been requested.